Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose was 420 mg/dl. Customer administered manual injections to address bg level.